Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call the customer went to emergency service for low blood glucose on (B)(6) 2014. Customer¿s spouse stated that the two days later the customer was connected with the insulin pump and the blood glucose value was dropped to 38 mg/dl. Customer¿s spouse gave juice and called 911. Customer was taken to the hospital and was told to stay off with the insulin pump. Customer¿s spouse stated that the customer was release from the hospital because the customer was in remission. Customer treated with juice, sliding scale and stabilized herself. Customer¿s spouse stated that the customer was beating the leukemia. Customer was unable to upload to carelink at this time. The device will not return for the analysis.